Event description:
It was reported that the patient presented to the hospital after two falls at home associated with a head injury and altered mental status. Upon evaluation, the patient was noted to be in atrial fibrillation with rvr and intermittent bradycardia. Interrogation showed absence of conductive telemetry. Chest x-ray confirmed that the right atrial (ra) and right ventricular (rv) leadless pacemakers had dislodged into the femoral veins. No intervention was performed, and the patient was ultimately placed on comfort care due to metastatic cancer. Patient condition was stable.